Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2013. During the procedure, the implant would not fit onto the insertion jig. A new implant was utilized to complete the procedure.

Manufacturer narrative:
Examination of returned device found evidence of product non-conformance. Evaluation of returned device found implant to be out of design specifications. Investigation into the issue determined that this was an isolated incident. No further corrective action is required at this time.